Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 5.1 mg/day) via an implantable infusion pump. It was reported that during the patient's refill appointment she complained of "shocking and stinging" at the pump pocket site. The patient was referred to neurosurgery for a pocket revision and pump replacement. The surgery was planned but not yet scheduled. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's weight was reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.